Event description:
The customer reported that a sample barcode ID was misread after manually scanning a sample tube. No error was reported. No death or serious injury was associated with this incident. This form is past the required 30-day reporting period. It was determined to be a reportable event after an audit of the complaint system.